Event description:
The patient was administered 33.5mg of tissue plasminogen activator (t-pa) and the retriever was used in the occluded left cervical internal carotid artery and left middle cerebral artery. It was reported that post procedure a hemorrhage associated with a perforation of the penetrated branch of the middle cerebral artery (mca) occurred. Follow up approximately three months post procedure revealed that there was residual sequelae due to the hemorrhage. The physician believed that use of the retriever in the mca branch caused damage resulting in the hemorrhage. No additional information is available.

Manufacturer narrative:
Subject device is not available.

Manufacturer narrative:
The subject device is not available; therefore, physical analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. However, hemorrhage and vessel perforation are known risk associated with endovascular procedures and are noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.

Event description:
The patient was administered 33.5mg of tissue plasminogen activator (t-pa) and the retriever was used in the occluded left cervical internal carotid artery and left middle cerebral artery. It was reported that post procedure a hemorrhage associated with a perforation of the penetrated branch of the middle cerebral artery (mca) occurred. Follow up approximately three months post procedure revealed that there was residual sequelae due to the hemorrhage. The physician believed that use of the retriever in the mca branch caused damage resulting in the hemorrhage. No additional information is available.